Manufacturer narrative:
Batch review performed on 06 mar 2026. Reverse shoulder system 04.01.0155 glenoid baseplate - d 27x25 (k170452) lot. 2431977: 52 items manufactured and released on 11-march-2025. Expiration date: 2030-feb-23. No anomalies found related to the problem. To date, 45 items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0173 glenosphere - d 39x27 (k170452) lot. 2507897: 120 items manufactured and released on 16-june-2025. Expiration date: 2030-june-02. No anomalies found related to the problem. To date, 109 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: revision at about 3 months from the rsa due to an acromion stress fracture. From the radiographic image, the bone quality seems low, and this can also be the cause of the fracture of the acromion. There is no reason to suspect a malfunctioning device. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. From the x-ray, the bone quality appears to be very poor and may have been a contributing factor to the fracture.

Event description:
Revision surgery after 3 months post-primary due to an acromium fracture.

Manufacturer narrative:
No revision was performed at the end. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. From the x-ray, the bone quality appears to be very poor and may have been a contributing factor to the fracture.

Event description:
Acromial fracture occurred three months post-primary and was treated conservatively with immobilization and physiotherapy.